Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing confirmed the securing pin was broken in the middle. In addition, the outer tube was bent due to too much load on the outer tube, there was fiber breakage at the distal edge, and the image was not centered. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that, during bipolar resection of the prostate, when rotating the system to resection side walls, the subject device was released from the work item and the securing pin was broken. The procedure was completed with another similar device. There was no effect on the patient due to the event.

Event description:
The customer reported that the bipolar resection of the prostate was a therapeutic procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to b5. Please see updates to b5, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the reported event was due to the use of excessive force during use/application or reprocessing. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.